Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 105 physical samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the sample showed that no defects were observed. Although silicone is visible on the stoppers, there is no major pooling or stringing, therefore it was determined to be acceptable. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material#: 309703, batch#: 5154056. Rcc received a complaint via email. Dmr#: 585, po#: (B)(4), defect material description: syringe tray, 5ml bd 25pk (ref. 309703), lot number: 5154056, item code: 309703, defective quantity: (B)(4), defect description: the syringes appeared to have oily clumps inside the barrel under the syringe's hub. Observed date: october 30, 2025, observed during which process stage: compounding, ir/ dmi number if launched: dmi-0578/ ir-14290, sample availability for supplier to investigate: yes, is defective evidence (i.e. Pictures, test results etc.) Available? Yes, is patient impacted? No, if defect has been reported to third party? No, if the defect report from customer? No, is there a trend observed? No, supplier action: investigation required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.